Manufacturer narrative:
The consumer did not indicate the device would be returned for evaluation.

Event description:
The consumer reported blood loss. It was reported, "the little plug came off my tube. I got a tube hooked to my port. I am bleeding all over. There is blood inside my tube. I don't know what to do." No specific patient information or event details were provided. Multiple unsuccessful attempts were made to contact the consumer to obtain additional information.